Event description:
The customer contacted physio-control to report that their device required servicing. There was no patient use associated with the reported event. Upon evaluation of the device, physio-control observed that the device would not complete a defibrillation charge cycle. The device would start to charge for defibrillation and would continue to charge without completing the charge cycle. In this state defibrillation therapy would not be available if needed.

Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was determined to be due to fractured solder joints on pins 31 through 51 of an integrated circuit chip, designator u6.

Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported failure. Physio-control replaced the therapy pcb assembly to resolve the reported issue. After unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.